Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, wear abrasion, opening crack. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identified a striated edge opening, consist with use of a surgical tool and observed opening crack in the diaphragm valve. Based on the device analysis the final assessment is: a striated edge opening on anterior side assessed as surgical damage. A crack opening on diaphragm valve assessed as cracked valve seat diaphragm valve.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.